Manufacturer narrative:
(B) (4). The device has not yet been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that a pt with stenosis underwent spinal procedure for tlif at l4-l5. During insertion of the implant, the tip of the threaded inserter was broken. The broken fragment was retrieved. No pt complications were reported.